Event description:
It was reported ongoing intermittent occlusions occurred. The customer's blood glucose level was 512 mg/dl and the pump displayed a "high" reading. The elevated blood glucose was addressed with a manual injection of insulin. Tandem technical support connected with the customer multiple times to assist in troubleshooting the issue. Ultimately, on 2/25/2026, during trouble shooting with customer support the customer changed all pump supplies to address the issue and continued to use the pump for insulin therapy.